Manufacturer narrative:
(B)(6). There is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported bd plastipak 3ml veterinary syringe with 22g x 1" needle leaked past the stopper during/post use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: evaluating the sample provided by the customer, it is possible identify barrel cracked, this damaged was responsible to cause the leakage related at complaint. The potential causes for the problem is barrel jam on feeder. That jam is inherent to the manufacturing process. The defect identified from this complaint will be monitored for trend evaluation. Investigation conclusion: based on samples, the investigation concluded: confirmed: bd was able to confirm the customer¿s indicated failures. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: were evaluated the records of the batch and the visual evaluation of the samples. During the batch production there were no records of occurrences are related to this defect, however after the analysis of the sample it is possible confirm barrel cracked. Based on this evaluation the potential cause for the problem is barrel jam on feeder system.